Event description:
On december 27th, the user contacted dario to report high blood glucose (bg) readings. The user reported that she received from her dario meter high bg readings in the range of 300 mg/dl to 400 mg/dl. Due to the high readings, the user went to the emergency room (ER) where her bg level was measured with the ER's meter which read 121 mg/dl.

Manufacturer narrative:
A dario representative offered to troubleshoot with the user on the phone, in order to further investigate this issue, however, the user replied that she could not troubleshoot at that moment. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.